Event description:
The clinician reports that the day the implant was placed in ada 9, failure occurred upon insertion. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. Patient presented with bone type iii, fair oral hygiene, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.